Event description:
It was reported that the patient implanted with this right ventricular (rv) lead, pacemaker and right atrial (ra) lead developed an infection. The patient was admitted to the hospital pending system explant. Additional information was received that surgical intervention was undertaken the following day. This pacemaker system was explanted. The patient remained hospitalized for treatment of the infection. The physician planned to implant a new system following treatment of the infection. No additional adverse patient effects were reported.